Manufacturer narrative:
The tech found the siderail latching mechanism was sluggish due to fluid ingress. The tech cleaned the latch mechanism to repair the bed.

Event description:
Info received indicates the siderail is not latching all the time.